Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got sensor updating. The customer¿s blood glucose was 468 mg/dl. Troubleshoot was performed for sensor updating. The customer declined troubleshot for high blood glucose. The product was not returned for analysis.